Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump screen had scratches that affected the ability to read, the screen had rainbow effect and they had to tilt the insulin pump to read screen. The customer also reported that the insulin pump makes louder grinding noise during rewind and had unexplained no delivery alarms. The insulin pump will not be returned for analysis.